Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported that the patient faced tape was not sticking no further information available.